Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-feb-2023. H6: investigation summary: a device history review was conducted for lot number 2167317. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Our engineers noted that the welding line of the adapter component had an observable crack running along its length. Functional testing of the device was able to confirm that the damaged welding line was significant enough to result in the leakage of fluids. This non-conformance has been confirmed. Closer inspection of the affected component's measurements has determined that swaging depth was smaller than dictated by product specifications. Although a shortened swage length can result in leakage of the device, it is not known to result in cracking along the molding line of the adapter component. At this time our engineers are not able to determine a root cause for this complaint that is related to the manufacturing process.

Event description:
It was reported while using bd intima-ii y prn/ec slm the catheter was damaged and leakage occurred. This occurred two times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the CT nurse performed the angiography catheter, after the indwelling needle was successfully punctured, blood was withdrawn to check the function of the catheter and found that there was a crack in the needle seat, resulting in blood leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y prn/ec slm the catheter was damaged and leakage occurred. This occurred two times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the CT nurse performed the angiography catheter, after the indwelling needle was successfully punctured, blood was withdrawn to check the function of the catheter and found that there was a crack in the needle seat, resulting in blood leakage.